Event description:
In 2007, I had a total hip replacement. The surgery itself went well. I also did all the therapy and exercises but only as well as to be expected. I was having groin pain up until the day of my second surgery. Due to this groin pain, I was having everyday chores were very hard to do, as well as walking. My family and friends noticed how I was walking and in pain. It would get worse in the winter months here in minnesota. Then in 2008, I received a letter from my surgeon, stating that the hip I have has been recalled due to a defect. After reading it, I thought maybe something is really wrong. I went to see him and he put me thru countless tests and x rays. After going thru all that and the expense he determined that the cap is loose. I could feel the cap moving inside of me, it was very uncomfortable. He put me on a bone stimulator but that did not help. In 2009, I had a total hip revision. I have done all the therapy and exercise, and this new one is working really good. Its been along 19 months of pain. I have 3 kids. One who is disabled, due to this, I cant do a lot with her. Stryker should be accountable for their mistake and the pain it has been for me and my family.